Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection and pocket erosion. Reportedly, the patient previously had to have the pacemaker moved into a pocket in the armpit because it was almost poking out of the skin. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remain in service. Additional information received indicates that the patient reports when she moves her left arm, the pacemaker moves as well however, the pacemaker is not protruding and is not giving any discomfort at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and pocket erosion. There were no additional adverse patient effects reported. The ra lead remains in service.